Event description:
Device malfunction: premature deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a revascularization procedure in the superficial femoral artery the xceed stent deployed in the introducer sheath. The sheath was removed and the stent was retrieved. There was no adverse patient effect. Though requested no additional information was provided.

Manufacturer narrative:
(Off label use in peripheral vasculature). The device is expected to be returned for evaluation. It has not yet been received.